Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "alaris pump malfunctioned twice while transporting an unstable patient to the operating room. The IV pump shut off without notice resulting in patient becoming hypotensive during transport. The pt was paralyzed, sedated and intubated, also on vasopressors at max dose. The entire pump shut off twice while patient being transported to operating room. The pt's blood pressure dropped while the nurse reprograming pump. No noticeable harm to patient present at this time. Biomed repaired pcu brain, all other devices had no problems, returned to service. Ce# (B)(4) pcu brain - replaced front/real panel, right/left iui."